Manufacturer narrative:
Additional information: d4: UDI number updated. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152783 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 152783, test base part number 195-430h / lot 146948a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152783 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card. Confirmation testing was performed with pcr and generated negative results. No additional information, including patient treatment and outcome was provided.